Manufacturer narrative:
Device evaluation summary: the valve was examined with a light microscope at 20x magnification. The outlet and inlet strut legs were found to be intact. A static regurgitation test indicated an acceptable rate of flow. Marks were noted that have been seen on other clinical explanted valves and which could have occurred during either implant or explant procedures. This info regarding contained herein is being provided to FDA to comply with regulations relating to medical device reporting. The submission of this report does not reflect a conclusion or admission by shiley incorporated that the device caused or contributed to any death, serious injury, serious illness, or malfunction, or that the device was defective in any way.

Event description:
According to the pt's daughter, the valve was explanted on 1/30/1998 because of thrombosis. Following the explant surgery, the pt suffered multiple strokes and was subesquently placed on a respiratory ventilator in the invensive care unit of the hosp. The pt died on 2/2/1998.